Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident accolade tmzf revision for infection. When head was removed, black markings were found on the trunnion and inside the head. Head was 36mm metal head.

Manufacturer narrative:
An event regarding infection involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been no other event for the lot referenced and 3 other similar events for sterile lot referenced. Conclusions: the reported event could not be confirmed nor the root cause determined as clinical history, follow-up notes and results of bloodwork for infection were not provided. Further information such as product return, pre- and post-operative x-rays, office notes, operative reports as well as patient history and follow-up notes are needed to investigate this event further. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Trident accolade tmzf revision for infection. When head was removed, black markings were found on the trunnion and inside the head. Head was 36mm metal head.